Manufacturer narrative:
A sample of returned devices were tested for neck strength and all devices passed the required specification.

Event description:
Darby - 9525118/010pk carbide burs fg 4p - lot 1182470 - burs are being returned from a customer because the burs are breaking. Return of 59 packs of 10 burs.